Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows an unsealed tray containing components such as one powerport, one flushing hub, one introducer needle, one guidewire with hoop, one tunneler, one dilator, one cathlock, one straight non-coring needle and one right angled non-coring needle. Some surgical instruments are noted and kept near the tray. The investigation is inconclusive for the reported difficult to flush, obstruction of flow, failure to advance and restricted flow rate issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient diagnosed with gastric cancer underwent a port-a-cath implantation procedure via the right internal jugular vein, with the catheter tip positioned at the inferior border of the t6 vertebra. During flushing of the disposable sheath, the physician encountered poor flushing flow. Further inspection revealed plastic material adhered inside the dilator, obstructing the lumen and preventing successful flushing and guidewire advancement. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient diagnosed with gastric cancer underwent a port-a-cath implantation procedure via the right internal jugular vein, with the catheter tip positioned at the inferior border of the t6 vertebra. During flushing of the disposable sheath, the physician encountered poor flushing flow. Further inspection revealed plastic material adhered inside the dilator, obstructing the lumen and preventing successful flushing and guidewire advancement. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.